Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs) approximately 4 years and 5 months post transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the patient presented with shortness of breath and the valve had failed due to aortic stenosis. The leaflets were calcified and thickened. The perceived root cause is an under expanded valve. A valve in valve was done using a 20mm sapien 3 ultra resilia valve resulting in a post gradient of 19mmhg. The valve was implanted successfully without complications, and the patient is stable and discharged.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No relevant imagery was provided. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors may include patient age, underlying disease state, patient comorbidities (e.g., renal failure, including hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus), and concomitant pharmacological interventions. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.